Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed power pcb at the failure analysis center and determined that the cause of the reported failure was due to a shorted capacitor, designator c4.

Event description:
It was reported that the device would not power on with ac or dc power. There was no report of pt use associated with this event.